Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the patient's remote monitoring application became disconnected from the device. Remote troubleshooting was performed, however was unsuccessful. The patient attended clinic and following interrogation of the device in clinic, the remote monitoring application was reconnected to the device. The patient was stable.